Event description:
Country of complaint: (B)(6). Complaint reports: breaking thread from the needle during the movement of the seam while sewing utensils.

Manufacturer narrative:
Manufacturing site evaluation is ongoing.